Event description:
Laboratory performed psa testing on the dimension rxl. Two results of 4.2 ng/ml were obtained. The sample was tested with an alternate analyzer and produced a result of 1.1 ng/ml. Dade behring received sample and on 11/30/00 confirmed a lower result, 1.26 ng/ml, with an alternate reagent lot formulated to reduce non-specific binding. Concluded that patient sample contained heterophilic antibody that caused non-specific binding and elevated the result. There were no adverse patient consequences.